Manufacturer narrative:
(B) (4). The customer reported the device was discarded. Without device investigation, a root cause for the balloon rupture could not be determined based on the reported event. The lot number was provided. A review of the finished device lot history record did not reveal any non-conformity which could have contributed to this event.

Event description:
Device malfunction: balloon rupture. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during an interventional procedure in the superficial femoral artery, a fox plus balloon ruptured at 6 atmospheres. The ruptured balloon was completely removed and the procedure was completed using an unspecified device. There was no adverse pt effect. Though requested, there was no add'l info provided.